Event description:
It was reported that the 9900 system had grainy images during a case with a large patient. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was adjusted to spine procedure during the service call. The system was tested, and found to be working as intended, and put back into service.